Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. All assay and system verifications met specifications at the time of this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported that reproducible elevated troponin I (access accutni+3) results had been obtained on the customer's access 2 immunoassay system (part number 81600n and serial number (B)(4)) for one patient. The sample produced a result of 79.30 ng/ml; repeat testing of the same sample produced a result of 77.40 ng/ml. The patient was redrawn and the new sample produced a result of 79.79 ng/ml. The initial results of 79.30 ng/ml and 79.79 ng/ml were released from the laboratory. The customer noted that a troponin test performed at another facility (not provided) on a roche platform (platform details not provided) produced a 'negative' result. The customer did not provide reference ranges. The beckman coulter reference range for the accutni+3 assay is 0.02 (0.01 - 0.05 ng/ml). There was a report of change to patient care or treatment which occurred in connection with this event. The patient was treated for a myocardial infarction. Attempts were made to obtain information regarding specific treatment(s) provided but the customer was unable to provide specific details regarding the treatment(s) provided. System performance indicators such as system check, calibration, precision studies and quality control were performing within specifications at the time of the event. There were no hardware errors, warnings or other flags which occurred at the time of the event. The sample was a mint top becton dickinson (bd) lithium heparin gel separator tube. Sample was noted to be a clean sample. Additional sample handling information such as centrifugation time, speed and temperature or other sample handling information was not provided.